Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Notified by a representative that an expired implant was used in a procedure on (B)(6) 2026. The metal implant had an expiration date of 2026-03-31. [Customer]